Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the cardioplegia pump did not run in two (the middle speed) on the cooler heater unit. There was no patient involvement.